Event description:
"Surgeon placed 1 clip on cystic duct, specimen side and 2 clips on pt side of duct. Once he transected the duct, the clip on the specimen side was only partially formed. He then placed 2 clips on cystic artery on pt side, 1 clip on specimen side. Transected, severe bleeding and one clip missing on pt side. He then placed a third clip on the cystic artery, because one had come off." Pt is doing fine.

Manufacturer narrative:
Product has not been returned to the MFR for eval. If product is returned eval will be completed and final report will be submitted.